Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that missing thixotropic adhesive (ke-45) around the forceps cover, deteriorated adhesive and pinholes in the adhesive around the light guide lens, and minor peeling of the adhesive around the objective lens were found. There was no patient involvement.